Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer mother is reporting that the pump reservoir will not lock into place. Troubleshooting was not performed and customer is calling about replacing the pump. Blood glucose value was not reported at the time and product is expected to be returned.

Manufacturer narrative:
The insulin pump received with broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.